Manufacturer narrative:
(B)(4). Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not yet returned for evaluation.

Event description:
Torque limiting handle 80in-lb was used during a spondylolithesis correction procedure on (B)(6) 2017. The construct has failed and has been revised on (B)(6) 2017 (case ref: (B)(4)). Surgeon has queried if loan set verse torque final tightener is calibrated correctly. Reporter has been able to track the loan set used during the primary surgery (zxausp0041 - (B)(4)), it has been quarantined and the torque driver will be returned for testing.

Manufacturer narrative:
The torque limiting handle 80in-lb [product code: (B)(4), lot no: gb77681] was not returned to the customer quality unit (cqu) for evaluation, as it has been released back into circulation. It should be noted that per the affiliate, this product has been inspected by the local engineering team, calibrated and tested. It is now been determined to be within specification. No product failures have been identified. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further action as there was no products failures indicated. A root cause analysis is deemed not necessary as there have been no product failures identified in this complaint file. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.